Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).